Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2024. The patient's blood glucose levels reached 18.5 mmol/l (333 mg/dl) with ketones of 4.8. Symptoms reported include hyperglycemia, high ketones, lethargic and vomiting. It was noted that the continuous glucose monitor was not communicating properly with the omnipod 5 controller. The patient was treated with intravenous drip and insulin. The patient was released the next day on (B)(6) 2024.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The case description states that the user reported having connection issues with their sensor. The user was hospitalized on 02-aug-2024 after having hyperglycemia and reported the system was not delivering the correct amount of insulin due to missing sensor values. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files did not find evidence of connection issues between the pod and cgm before medical assistance was sought on 02-aug-2024 at around 18:00, however a pod discard occurred due to a communication failure between the pod and controller. The phb data shows that egvs were successfully received at each 5-minute interval with no lapses in pod-cgm communication, however a connection failure between the pod and controller occurred. The engineering logs show that an app failed to connect error resulted in pod-controller disconnection. The pod connection loss prevented the controller from receiving egvs from the cgm. The exact cause of these pod communication issues could not be determined. The logs show that the user was able to successfully activate a new pod following the pod discard, however the pod was unable to find a cgm. The phb data shows that after pod activation, egvs of -3 and -4 were generated. An invalid egv state of -3 indicates that the pod is scanning for a cgm. An invalid egv state of -4 indicates that the pod scanned for 20 minutes and did not find a cgm. No issues were observed in the logs that would result in the pod failing to successfully pair with a cgm, and the cause of the cgm communication issues could not be determined.